Event description:
Treatment of a large saccular unruptured aneurysm measuring 10.5mm located in the cavernous segment of the left ica (internal carotid artery). Dual antiplatelet therapy was given to the patient. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported there was a twist in the middle portion of the pipeline (4.50mm x 30mm). Due to the twist in the device, the physician was not able to initially recapture the capture coil with the marksman because the microcatheter could not be advanced past the middle portion of the pipeline. The physician continued to advance the marksman into the twist in the pipeline while pulling on the capture coil and was able to open the pipeline with that motion. A hyperglide balloon was used to ensure full wall apposition (an option presented in the instructions for use, u.s.). Post procedural angiogram showed an eclipse. The patient was reported to be doing fine. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).